Event description:
Report polidimetisiloxano was moving along the inner wall of the venous reservoir and this problem was reported to baxter. In order to inform the us FDA, the facility would like to report that polidimetisiloxano has been found in the inner wall of a bloody reservoir baxter spiral oxy, pa 7c 2501. The substance ID was done by independant lab in a sample. What facility really would like to report is that the substance was moving along the inner wall of the venous reservoir. This problem was reported to baxter. Facility urgently expects an answer from FDA on this problem.